Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarms. The following physical damage was noted: cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked casing at a display window corner, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose over 600 mg/dl and diabetic ketoacidosis. The customer treated with insulin pens that expired last month. Troubleshooting was initiated for the high blood glucose. The insulin pump's drive support cap appeared normal. The customer was able to rewind and prime successfully as well. Further troubleshooting was declined as the customer wanted a new insulin pump. The insulin pump was returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.